Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing pain at the region of the anchor used with the scs lead. During the revision procedure, the leads could not be fully re-inserted into the closed loop stimulator (cls) so the scs system was replaced.